Event description:
It was reported that a patient underwent a kyphoplasty procedure for a compression fracture. Sometime post-operatively, x-rays were taken and showed what appeared to be cement migrating anteriorly. The patient is reportedly asymptomatic at this time. Revision surgery is under consideration however, the patient is refusing the revision surgery. No further information could be obtained.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Event date is unknown. (B)(6). (B)(4). Radiology films interpretation: "ap and lateral images show lower thoracic vertebra treated with kyphoplasty. Fracture was bi-concave with a waist created at the posterior 1/4 of the vertebral body. Pmma reinforcement stopped at the waist of the fractured body, creating a weak point in the construct. Subsequent film shows coronal split through the waist, anterior displacement of vertebral body (80% anterior to waist) and resulted in collapse and increased kyphosis through the index level."